Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient observed red heart alarms. When the patient arrived at the hospital, the lvad system was connected to an ungrounded power module patient cable and the system controller produced alarms. Log files could not be downloaded. It was reported the alarms occurred with pump stoppages while the device was connected to an ungrounded power module patient cable, and did not occur when connected to batteries. The patient was asymptomatic. X-ray images did not reveal obvious areas of concern on the driveline. On (B)(6) 2017, the manufacturer¿s technical services representatives were onsite. After troubleshooting it was discovered that the issue was with the system controller, and that no data was being communicated to the system monitor. A system controller exchange was performed, and the alarms resolved. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Investigation of the returned system controller revealed wire damage that could have contributed to the reported audio alarms and communication issues. The reported pump stoppages were not confirmed or reproduced during analysis. The log file retrieved from the system controller showed the pump operated above the low speed limit during the event and no pump stoppages were captured. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.